Manufacturer narrative:
Approximate age of device 4 years 1 month. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a lvad device heartmate ii on (B)(6) 2015. On (B)(6) 2019 it was reported that patient is suspected to have a short to shield. Patient experienced pump off alarms while on mpu. Patient was admitted with elevated ldh. Patient will undergo external perc lead replacement on (B)(6) 2019. Based on image analysis there is evidence of tight bends/small loops which could be stressing the conductors. On (B)(6) 2019 external perc lead repair was done. The perc lead replacement performed per op 1005966 approximately 4 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. No additional information has been provided at this time.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported pump stoppage events captured in the submitted log file. Analysis of the log file submitted by the account confirmed elevations in pump power and estimated flow; however, a specific cause could not conclusively be determined. Additionally, a direct correlation between the reported elevated ldh and heartmate ii left ventricular assist system could not conclusively be determined. A distal end driveline replacement was performed on 21mar2019 under work order 62648 and approximately 18¿ of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. Rescue tape was observed 2¿ through 7¿ from the metal connector. Upon removal of the rescue tape, silicone jacket damage was observed 2.5¿ through 3.5¿ and 6¿ from the metal connector. The clear bionate layer was discolored, but otherwise appeared unremarkable. Shield breakdown was observed throughout the length of the driveline. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. No further information was provided. The manufacturer is closing the file on this event.